Event description:
It was reported that a patient experienced a vessel dissection after stent assisted coil embolization of a dissecting fusiform aneurysm with placement of an enterprise 2 (enc402300 / (B)(4)) via a prowler select plus (lot unknown) at the left vertebral/posterior inferior cerebellar artery (va-pica), and later experienced subarachnoid hemorrhage. The patient had presented with numbness of the limbs prior to the procedure. Trans-cell technique was conducted for the embolization and it was confirmed that the enterprise 2 was placed well with good wall apposition and patency and no product malfunctions. It was reported that the dissection of the va-pica was discovered a day after the initial surgery. The physician suspected that the dissection may have been caused by moving the prowler select plus microcatheter forward and backward in the target lesion site to find the best position for the enterprise; however, it was reported that there were no intra-procedure adverse events and no prowler malfunctions. There was no report of the dissection being identified as flow-limiting. Dual anti-platelet therapy (dapt) was conducted. Although it did not initially affect the patient¿s daily life and the patient was able to walk without difficulty, two days later the patient lost consciousness and fell to the ground when she was watching a tv in the hospital lounge. She regained consciousness 10 second later, and subarachnoid hemorrhage was identified by CT scanning and was identified as being located at the dissected part of the va-pica. The dissected part of the target vessel was successfully embolized. The enterprise 2 was still in the desired position and adhered to the vessel wall with no report of thrombus within the device. At the time of the events, the patient was on 5000u intravenous heparin daily, 75mg oral plavix daily, and 200mg pletaal daily. The complaint products were new and stored per labeling instructions, and no damage was noted. The patient¿s vessels were moderately tortuous and mildly calcified. The maximum diameter of the aneurysm prior to the procedure was 4.0mm. The neck to sac ratio was 3.0:3.0mm, the minimal diameter of the proximal side of the parent vessel was 3.0mm, and the distal side of the parent vessel was 8.0mm and 2.5mm. It was reported that the devices were prepped and used as per the instructions for use (IFU). The complaint products are not available to be returned for analysis. Information regarding how the dissection was identified was not available.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient experienced a vessel dissection after stent assisted coil embolization of a dissecting fusiform aneurysm with placement of an enterprise 2 (enc402300 / 10495632) via a prowler select plus (lot unknown) at the left vertebral/posterior inferior cerebellar artery (va-pica), and later experienced subarachnoid hemorrhage. The patient had presented with numbness of the limbs prior to the procedure. Trans-cell technique was conducted for the embolization and it was confirmed that the enterprise 2 was placed well with good wall apposition and patency and no product malfunctions. It was reported that the dissection of the va-pica was discovered a day after the initial surgery. The physician suspected that the dissection may have been caused by moving the prowler select plus microcatheter forward and backward in the target lesion site to find the best position for the enterprise; however, it was reported that there were no intra-procedure adverse events and no prowler malfunctions. There was no report of the dissection being identified as flow-limiting. Dual anti-platelet therapy (dapt) was conducted. Although it did not initially affect the patient¿s daily life and the patient was able to walk without difficulty, two days later the patient lost consciousness and fell to the ground when she was watching a tv in the hospital lounge. She regained consciousness 10 second later, and subarachnoid hemorrhage was identified by CT scanning and was identified as being located at the dissected part of the va-pica. The dissected part of the target vessel was successfully embolized. The enterprise 2 was still in the desired position and adhered to the vessel wall with no report of thrombus within the device. At the time of the events, the patient was on 5000u intravenous heparin daily, 75mg oral plavix daily, and 200mg pletaal daily. The complaint products were new and stored per labeling instructions, and no damage was noted. The patient¿s vessels were moderately tortuous and mildly calcified. The maximum diameter of the aneurysm prior to the procedure was 4.0mm. The neck to sac ratio was 3.0:3.0mm, the minimal diameter of the proximal side of the parent vessel was 3.0mm, and the distal side of the parent vessel was 8.0mm and 2.5mm. It was reported that the devices were prepped and used as per the instructions for use (IFU). The complaint products are not available to be returned for analysis. Information regarding how the dissection was identified was not available. The product was not available for analysis. A device history record (DHR) review could not be conducted as the lot number was not provided. Vascular damage and stroke are known procedural complications associated with the use of devices that are manipulated within the cerebral vasculature. Based on the information available, it is not possible to determine the exact cause of the dissection or what device may have been associated with it. Based on the information provided, the devices functioned as intended. There was no evidence to suggest that the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated reference numbers of 1226348-2015-00003 and 1058196-2015-00145.

Manufacturer narrative:
The device lot and manufacture/expiration date could not be obtained. Antiplatelet therapy included; heparin 5000u/day by intravenous drip injection ((B)(6) 2015), plavix 75mg/day by oral administration ((B)(6) 2015 ~ on-going), pletaal 200mg/day by oral administration ((B)(6) 2015). Concomitant product: enterprise 2 (enc402300 / (B)(4)), a chikai (asahi intecc, 0.014¿), a fubuki guiding sheath (asahi intecc, 6fr), and a prowler select plus (lot unknown) was used for this procedure. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint, with associated reference numbers of 1226348-2015-00003 and 1058196-2015-00145.